Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with an unspecified dermal filler. The patient reported experiencing ¿abscesses¿ bilaterally. The patient went to an or and had them drained, was put on antibiotics and had the filler dissolved. Symptoms ongoing.